Event description:
Implant date: one year ago. It was reported that the plug and the rod were "detached:. A revision surgery took place to replace all of the implants. The patient is reported to be doing ok.